Event description:
It was reported by the surgeon that the patient underwent vns revision surgery on (B)(6) 2016 due to high impedance. The clinic notes stated "the superior most pig tail connector may have broken from the lead." No trauma was noted within the clinic notes. It was found within the operative notes that both the lead and generator were replaced. It was noted the generator was replaced prophylactically. Both were said to be discarded after surgery.